Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer experienced high blood glucose of 600 mg/dl. Customer also reported that insulin pump had no delivery alarm. Customer experienced nausea and treated high blood glucose with manual shot. Customer stated that insulin exited but insulin pump alarmed for no delivery after prime, customer stopped to perform troubleshooting for high blood glucose. Insulin pump will not be return for analysis.